Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when performing zeroing of the microsensor, the monitor showed "no transducer detected". There was no patient injury and no surgical delay.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The neuromonitor basic kit was returned for evaluation: device history record (DHR)- lot number 4235515 conformed to the specifications when released to stock. Failue analysis - no visible damage to the millar sensor, catheter material, or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. No root cause of issue reported by customer could be determined as the device worked correctly. However, possible root cause of the issue reported by the customer could be determined as improper use or excessive force on product; physical strength of materials unfit for intended use.